Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number (B)(4). It was reported that the patient's right cervical lead migrated. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned. Effective therapy was restored post procedure. It is unknown which lead is related to the issue, therefore both are being reported.